Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak of diluent mixed with blood under the coulter lh 780 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clot in the needle bellows drain tubing causing the needle bellows to overflow. The fse removed the blockage. The fse bleached the bellows drain tubing and cleaned up the residual blood.

Manufacturer narrative:
(B)(4).